Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely a damaged cable contributed to the imaging issue. However, a specific cause of the damaged cable was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that no image was displayed due to a faulty cable. It was also noted that rubber parts were peeled on the rear cover packing and the label on the rear cover was faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the 4k autoclavable camera head was not working. There were no reports of patient harm associated with the event.